Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus could not conclusively specify the root cause of the suggested event. It was presumed that there was a difference in recognition on item handling or reprocessing steps between olympus' recommendation and the user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the forceps/irrigation plug was incorrectly reprocessed. The facility was interviewed by the olympus representatives and stated deviation from the reprocessing guidelines. The issue occurred during an unknown event and procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.